Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) later reported they were unable to determine if the ins turning off was related to user error or a hardware issue. The device and system were within normal limits. The programmer and recharging system were reviewed with the patient again and the issue was considered resolved.

Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device was turning itself off. The patient visited the rep with stimulation off, the rep interrogated the device with both the patient programmer and the clinician programmer, and it did not appear the device was turning itself off after charging. No patient symptoms or further complications were reported as a result of this event.